Event description:
Information was received from a patient implanted with two implantable neurostimulators (ins) for failed back surgery syndrome. It was reported that the patient had coupling or communication issues with the right ins. Adjusting the antenna dial, not recharging over bulky clothing or bandages, and repositioning the antenna then pressing the start charge button were reviewed and the patient was now getting all eight coupling bars. The patient stated that she felt her ins had sunk farther into her pocket site. It was noted that a physician had confirmed that the implant was deeper, but no x-rays were done. No symptoms were reported.

Manufacturer narrative:
Correction: additional information indicated that the correct date the manufacturer received information that a reportable event had occurred was 2017-sep-27. If information is provided in the future, a supplemental report will be issued.